Event description:
Patient had implantation of penile prosthesis approx 1 year ago. One month ago, he was able to pump the pump one time and then it would not refill. Patient returned to surgery and a reservoir leak was found. A 0.1 cm laceration was present on the reservoir. The malfunctioning reservoir was replaced.what was the original intended procedure?insertion of penile prosthesis.device #1is this a laboratory device or laboratory test?no.